Manufacturer narrative:
Ria device is an instrument and is not implanted. Synthes is unable to determine the manufacture date without a lot number. No investigation can be performed, no conclusion can be drawn as no device is available for investigation. Source of event information: the information from a retrospective study on the use of ria in femoral shaft fractures initiated this report. The initial notification to synthes in 2007 was not forwarded to the complaint handling unit until the following eight months, as the result of surgeon's statements that the ria product was not a factor in the event.

Event description:
Synthes sales consultant was made aware of a reported death of a male, status post motorcycle collision resulting in multiple injuries, including left midshaft femur fracture, right intertrochanteric femur fracture, left fibula fracture, l2,l4, and l5 vertebral body fractures, left scapula and clavicle fracture, multiple rib fractures, and mild closed head injury. Injury severity score was 29 and gcs was 15. Patient underwent initial im fixation within first 24 hours following admission. Due to physiologic instability, procedure was interrupted and delayed after intramedullary reaming. Patient underwent delayed locking of index nail and plate fixation of the right intertrochanteric fracture. During 25 days of ICU care and mechanical ventilation, the patient developed ards, pneumonia and anoxic brain injury. Patient died secondary to ards. Upon verbal follow-up with surgeon, it was stated that or suction system (not a synthes device) was problematic during the period of time in which the surgery occurred.